Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while preparing for surgery, the system displayed 'localizer faulted', and the manufacturer representative (rep) noted that the x symbol on the breakout box (bob) was highlighted with an orange light. The issue persisted when the bob was plugged into another system. The probable cause was likely a breakout box fault. The site proceeded with surgery using another system's bob. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825r, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A05: applicable to localizer faulted a1102: applicable to the 'localizer faulted' message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The em intfce 9735825r s8 em instr intfce was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3) the 9735825r em interface (lot number: 1600526720) was returned to the manufacturer for evaluation. The returned em interface faulted immediately when plugged into the lat station. None of the leds were illuminated except the amber fault led. Ports were not functional and localizer status displayed faulted. Em interface was unable to connect to the emtest. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.